Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated that during annual contractual maintenance 2023, it was found that the lamp head has a lot of paint damage at the pivot point of the lamp head. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 15th august, 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated that during annual contractual maintenance 2023, it was found that the lamp head has a lot of paint damage at the pivot point of the lamp head. Photographic evidence confirmed that issue. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem and h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2007-01-01. Corrected h4 manufacture date: 2007-07-12. Previous b5 describe event and problem: on 15th august, 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated that during annual contractual maintenance 2023, it was found that the lamp head has a lot of paint damage at the pivot point of the lamp head. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 15th august, 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated that during annual contractual maintenance 2023, it was found that the lamp head has a lot of paint damage at the pivot point of the lamp head. Photographic evidence confirmed that issue. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification, since paint peeling could be considered as technical deficiency, and in this way device contributed to event. There is information that the issue was identified during preventive maintenance. Comparing the number of complaints registered to number of sold devices, we conclude that occurrence rate is low. A root cause analysis for paint peeling problem was performed by subject matter experts at the manufacturing site and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 ¿ general requirements for basic safety and essential performance iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis paint definition pfc066. This procedure defines maquet sas requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. . (X'ten / user manual / en / 0130103 / 3a, pages 23-25) we believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.